Event description:
It was reported that shortly after system implant, the right atrial lead was "in the wrong location" and it was suspected that the lead had dislodged. The lead was repositioned and remains in use. Subsequently, the patient presented to the emergency room (ER) due to pain in the left shoulder. Fluoroscopy confirmed the development of a blood clot. The patient was prescribed a blood thinner and follow up is scheduled to ensure resolution of the blood clot. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.